Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had come into the clinic for a routine appointment and it was discovered that the pt had been experiencing yellow wrench alarms for approximately two weeks without notifying the hospital. The pt was reported to be asymptomatic with no change in pump hemodynamics. The pt denied fluid ingress and the filter appeared to be clean with no debris. There was no external damage noted to the percutaneous lead; however, the pump sounded abnormal, as though it was struggling. Waveforms were submitted and showed no bearing wear, but an increasing load. The next day, the center was instructed to pull the vent adapter back and upon doing so, large amounts of black dust were noted. The area was cleaned, the vent adapter and the vent filter were replaced and the pump sounds were back to normal again, with no further alarms noted. Waveforms were repeated approximately one week later and showed an increase in load at or near 3 amps. Hand pumping was attempted in order to assess for any form of airflow restriction. There was no evidence of outflow occlusion. Hand pumping was found to be difficult, so the pt was placed on pneumatic support using an ip console and stroke volume limiter (svl). While on pneumatic support, the pt became symptomatic with low blood pressure and a high heart rate. Approximately two weeks later, a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The pt remains on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.